Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g4, g7, h2, h10. The following sections were corrected: a4, b3, b5, b7, d7, h10. D6 - implant date: (B)(6) 2019 (exact date unknown)

Event description:
It is reported that the patient underwent a knee arthroplasty revision due to subluxation of the hinge post extension approximately four (4) months post-operatively. The device appeared to have loosened and raised and a service kit was utilized to exchange the parts that had loosened. Attempts have been made to obtain additional information, however, no additional information is available at this time.

Manufacturer narrative:
(B)(4). Event occurred on an unknown date in 2019. Device explanted on an unknown date in 2019. Concomitant medical devices - unknown nexgen rotating hinge knee femoral component catalog #: ni lot #: ni, unknown nexgen tibial component catalog #: ni lot #: ni. Report source - foreign: (B)(6). The complainant has indicated that explanted devices will be returned to zimmer biomet, however, it is unknown what devices will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device evaluated by manufacturer? Insufficient information.

Event description:
It is reported that the patient underwent a knee arthroplasty revision due to subluxation of the hinge post extension post-operatively. The device appeared to have loosened and raised and a service kit was utilized to exchange the parts that had loosened. Attempts have been made to obtain additional information, however, no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through photographic inspection and the reported event was confirmed through review of medical records. Visual examination of the provided pictures showed that the hinge post extension was disassociated from the hinge post, however, it is unknown which surgery the photos originated from as the patient experienced this complication more than once. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information.

Event description:
It is reported that the patient underwent a knee arthroplasty revision due to subluxation of the hinge post extension approximately four (4) months post-operatively. The device appeared to have loosened and raised and a service kit was utilized to exchange the parts that had loosened. Revision operative notes identified a significant amount of debris and the joint appeared to be stretched. The hinge mechanism appeared to have luxated, the tibial pin was loose and the polyethylene articular surface had become worn and fractured and found behind the patient's knee. The devices were removed and replaced without further complication. Attempts have been made to obtain additional information, however, no additional information is available at this time.